Manufacturer narrative:
Date of report: 06/04/2019. Date rec'd by MFR: 06/10/2019. Failure analysis on the returned power supply shows that the failure of capacitor 56 (c56) prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. The service engineer (se) inspected the device and confirmed the reported issue. The customer replaced the power supply to address the issue.

Event description:
It was reported that the ventilator was not switching on. It is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 22feb2019, date rec¿d by MFR : 21feb2019. Correction: there was no patient involvement at the time of the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.